Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed the investigation. Failure analysis (fa) investigations confirmed the customer reported complaint. For clarification, the maryland bipolar forceps instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The maryland bipolar forceps instrument housing was removed and the grip cable was found to be loose at the clamping pulley. As a result, intuitive motion was not being experienced at the wrist. Fa found the primary failure of a loose grip cable to be related to the customer reported complaint. The root cause of a loose grip cable is a component failure. Additional observation not reported by site was also identified: the maryland bipolar forceps instrument housing was removed and the instrument was found with a cracked clamping pulley. The root cause is attributed to mishandling/misuse, such as improper cleaning. The main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.28" in length and were not aligned with the tube axis. The root cause is attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. The maryland bipolar forceps instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermal induced rather than mechanically induced. The root cause was attributed to mishandling/misuse. An electrical continuity test passed and there was no insulation damage observed to the conductor wire. No image or video was available for review. A review of the maryland bipolar forceps instrument log for (part number: 471172-16/ batch/lot number: k10210927-0177) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6)2022. Via system sk1412. The alleged instrument had with 5 lives remaining after this last procedural usage. This complaint is reportable malfunction event based on the fa findings: the maryland bipolar forceps instrument had thermal damage at the yaw pulley. Thermal damage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the maryland bipolar forceps instrument had a loose cable. The procedure was completed with no reported injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.